Manufacturer narrative:
(B)(4).

Event description:
It was reported that during stress testing, the patient experienced an asystolic period. Noise resulting in pacing inhibition was observed on the right ventricular lead. Device reprogramming was performed until the lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.